Event description:
Rn administered phenergan IV in the port closest to the pt with running IV of lactated ringers. Approximately 6 hours later, the rn administered toradol IV at the same port with the fluid still running. Upon injecting the toradol, a white, cloudy precipitate formed in the tubing. Rn quickly disconnected the pt from the tubing before the medicine, fluid and precipitate could reach the pt. Rn retained the tubing and set up another IV tubing for the pt. Unclear if this was a medication interaction between the meds or if there had been medication left in the port that interacted and formed the precipitate.